Manufacturer narrative:
Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Svd, a common reason for bioprosthesis explant or reoperation, encompasses multiple failure modes, including calcific and non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. The device was not returned for evaluation, as it remained implanted. Therefore, the root cause for the stenosis and regurgitation remains indeterminable. However, it is likely that patient related factors and the progression of the underlying valvular disease pathology contributed to the event. The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to a manufacturing deficiency and/or one was not confirmed through investigation. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a model 25mm pericardial aortic valve was disabled via a valve-in-valve procedure after an implant duration of 10 years, 5 months due to stenosis and regurgitation. Two 23mm transcatheter valves were implanted. The outcome was reported to be successful. The first transcatheter valve was deployed within surgical valve at 90%ventricular and 10% aortic with moderate pvl. Second transcatheter valve was deployed within the first transcatheter valve at 50/50, with little to no pvl. The patient was discharged home in stable condition on post-operative day one.

Manufacturer narrative:
Edwards received additional information through follow up with the healthcare provider that the valve was disabled via a valve-in-valve procedure after due to stenosis and regurgitation with progressive structural valve deterioration. Supplemental report submitted to update f10 device code. Although bioprosthetic valves have been proven to have excellent long term durability, failure does occur in a small number of valves. Replacement of a bioprosthetic valve over time is more likely due to structural valve deterioration (svd) which occurs as a result of stenosis (from calcification or host tissue overgrowth), dehiscence, fibrosis or non-calcific degeneration. Based on the available information, the root cause of the event was likely due to patient related factors and the progression of the patient's underlying valvular disease pathology. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.